Event description:
A customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer through several troubleshooting steps, but the issue persisted, leading to the decision to replace the pump. The customer plans to use a backup therapy method of multiple daily injections (mdi) to ensure insulin delivery is not interrupted. Technical support confirmed the shipment of the replacement pump and provided instructions on returning the faulty one.